Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 3/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: black box contains dates from (B)(6) 2016. Black box and histories for alarm reported (B)(6) 2014 overwritten. Available daily insulin delivery totals reflect programmed basal rates. No alarms related to pi observed in alarm history. Pump passed delivery accuracy test and found to be delivering within the required specifications. Exercised pump for 24 hours, after 24 hours no call service alarms were received.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 533 mg/dl and that there had been a call service alarm issue customer support through troubleshooting, found no product issue and deemed the alarm issue to be training misuse. This complaint is being reported because the patient experienced hyperglycemia.